Manufacturer narrative:
Investigation summary: "bd had not received samples or photos for evaluation. The expiry date of the lot number involved was november 2022; therefore, retention samples from the bd inventory were evaluated for a previous investigation by functional testing and the issue relating to underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd is unable to confirm the reported defect of underfill."

Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate the suction is insufficient. The following information was provided by the initial reporter. The customer stated: "if the blood suction is insufficient, the suction is stopped. The nurse replaces other blood collection tubes, and the blood suction is smooth. The nurse judges that the negative pressure of the blood collection tube is insufficient."